Event description:
It was reported that they were unable to calibrate downstream occlusion (dso) sensor. There was no patient involvement. Analysis of the device found a contaminated downstream occlusion (dso) sensor.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log review was downloaded. Functional tests were performed, and the reported problem was not confirmed. However, visual inspection found a cracked battery door and a contaminated downstream occlusion (ds0) sensor. The dso sensor was replaced to resolve the issue. The device then passed all the functional tests after the repair.